Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert for high out of range shock impedance greater than 200 ohms on the right ventricular (rv) lead channel. Technical services (ts) was consulted and troubleshooting options were discussed. This device remains in service. No adverse patient effects were reported.